Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 3006755813-2025-00028. All information can be found under manufacturer report number 3006755813-2025-00028. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of extension sets had holes and medication leaked during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.